Event description:
Patient up to chair, blood found backed up into IV tubing and dripping onto floor. Syringe pump tubing found in bed, with no alligator clip attached. Alligator clip found still attached to IV tubing (where blood was dripping from).